Manufacturer narrative:
Returned is a 9f touhy borst type introducer returned with a septa lumen swan catheter that has been cut in half at the 90 cm marker with a contamination shield over the catheter. The rotating nut on the introducer valve was received detached from the introducer valve body. The condition will not occur if the rotating nut can be pulled off the valve housing when fully loosened, when the contamination shield connector is pulled off at an angle. It is not likely that air can be pulled into the system when the rotating cap is removed.

Event description:
Shield came off when disconnecting cont. Shield allowing air to almost enter introducer at the end of the case. Nurse quickly covered intro. With finger.